Manufacturer narrative:
(B)(4). Additional summary: a dispensed needle-suture and one empty labeled winding were returned for analysis. During the visual inspection of suture, body fluids at some barbs and fixation tab were observed; no defects or damaged on the barbs were noted. However, the one sides of the fixation tab were broken. Per the sample condition, the assignable cause of performance - fixation feature breakage it could not be determined what may have caused the reported incident of: ¿a half of the fixation tab was broken off during use on the fascia".

Event description:
It was reported that a patient underwent a total knee arthroplasty on (B)(6) 2018 and a barbed suture was used. During the procedure, a half of the fixation tab was broken off during use on the fascia. There were no adverse consequences to the patient. No additional information has been provided.